Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Pump passed the displacement test and self test. Unable to download history files and traces using thump. Pump successfully paired with the test transmitter, test bg meter, ios, and android os. Pump was cut open to perform visual inspection and found moisture damage¿on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Pump passed required testing and paired successfully with the test transmitter, test bg meter, ios, and android os. No com pump to meter-unresolved, no com pump to mobile-unresolved, and no com pump to xmtr-unresolved was not confirmed. Moisture damage found¿on the electronic assembly. Unable to download history files and traces confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had a communication problem. Customer stated that the insulin pump was alert with device not found alarm. No harm was required during medical intervention. The device was returned for analysis.